Manufacturer narrative:
Additional medical information was received. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed. For updated data refer to the following sections.

Event description:
This incident was initially reported under (B)(6), 9614392-2024-00023 on (B)(6) 2024 in an abundance of caution as an alleged corneal ulcer without additional or supporting medical information. Additional medical information was received on 18 june 2024 from end user's on-line retail location of purchase, as reported to them by the user. It was reported that the patient initially wore contact lens on (B)(6) 2023 and began experiencing symptoms of irritation and foreign body sensation on (B)(6) 2023. The patient states they ceased lens wear, but symptoms worsened. On (B)(6) 2023, they sought medical treatment and initially treated for what was assumed as herpes simplex, medication unspecified, but the issue did not resolve. The patient reports hospitalization from (B)(6) 2023 where they were monitored with cefuroxime and moxifloxacin eye drops administered hourly. The patient began use of a new pair of contact lenses on (B)(6) 2024 and after few days they experienced photophobia and a white spot visible on the cornea. The patient was referred to the (B)(6) hospital on (B)(6) 2024 and states they were diagnosed with microbial contact lens related keratitis of the left (os) eye and treated with exocin to be instilled hourly and chloramphenicol to be used once at night. The patient also reports permanent corneal scaring resulting from the incident, size and location are unknown but reporter has confirmed it did not result in any permanent vision impact. The reporting retail location indicates that the patient was permanently discontinued from lens use on (B)(6) 2024 and the incident fully resolved as of (B)(6) 2024. Should further information become available, a follow-up report will be submitted as appropriate.

Event description:
This incident was reported to the manufacturer by the end user's on-line retail location of purchase, as reported to them by the user. Limited information has been made available. It is reported that the patient experienced a corneal ulcer they believe is related to the use of the device on two separate occasions. The user reports that the first incident occurred (B)(6) 2023 and a second incident occurred (B)(6) 2024 while wearing lenses from the same box / manufacturers lot number. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to the reported condition of corneal ulcer of unknown location, severity, treatment, or outcome and potential for serious injury related to the occurrence of a corneal ulcer. Should additional information become available, coopervision will complete additional investigations and submit a follow-up report as appropriate.

Manufacturer narrative:
No product has been made available for manufacturer analysis and no lot number provided for manufacturer investigation. The user reported to the retail location that all lenses and packaging has been discarded, no further information on the device or sample return is expected. Given the lack of available device information, the manufacturer is unable to complete further investigations at this time and no root cause can be established. The relationship between the coopervision device and the event is unconfirmed.